Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist (cds) spoke with the customer's parent who reported that the elevated blood glucose/hospitalization may have been due to the customer jumping on the trampoline and dislodging the infusion set and dislodging the infusion set. The pump was "working fine". They plan on avoiding the back hip area during the summer. Cds provided suggestions for extra adhesion during greater physical activity. The parent also discussed the event with their healthcare provider.

Event description:
It was reported that the customer' had been experiencing intermittent elevated blood glucose (bg over 600 mg/dl). Ketones were present. The cause was not known. Elevated bg was addressed by changing the infusion set site and delivering a bolus. As the customer was not experiencing an elevated bg at the time of the report, a cause of the event could not be determined. Tandem technical support advised the contact to discuss the event with a healthcare provider.